Manufacturer narrative:
The technician replaced the head up hydraulic valve, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head of the bed will not raise, resulting in a loss of head up.